Manufacturer narrative:
Investigation summary ==> the device was inspected and apparently the pebax was observed damaged with reddish brown material exposed and no char residues were observed. However, this damage was confirmed during the second visual inspection with a better and clear picture. The temperature, magnetic and irrigation functions were tested, and no issues were found. The catheter was visualized correctly on the carto 3 system. A manufacturing record evaluation was performed for the finished device 30280020m number, and no internal actions related to the reported complaint condition were identified. Customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent and atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax sleeve. Initially it was reported that there was no color for visitag, and they were grayed out. The system was rebooted however the issue remained. The external processing unit (epu) was checked and was re-zeroed and the issue remained. When the catheter was removed from the patient¿s body, there was char at the tip of the catheter. The customer believes that there was an issue with force, however, there was no errors on the carto 3 system. The catheter was replaced, and the issue resolved. There was no patient consequence reported. No error messages were displayed. There were no temperature issues. The generator was in power control mode, and parameter setting was set at 40 w, and impedance was not recorded. The patient anticoagulated with heparin to achieve activated clotting time (act) at or above 350 sec throughout the case. The ablation was interrupted when visitag and tag index values were not being displayed correctly. The average contact force did not exceed 40 grams. The irrigation settings were as set as prescribed. The pre-ablation high setting was set at high flow rate of 15 cc/min. Heparinized normal saline was used as irrigation fluid. The visitag module was used with the following parameters; respiratory setting, stability range 3 mm, stability time, 3 grams, force over time (fot) 25% of the time 3 grams or more, tag size 3 mm. The color option of tag index was used prospectively. There was no evidence that the patient exhibited any neurological symptoms since the procedure was completed. The char issue was assessed as not reportable. Char is a physical phenomenon of radio frequency and can be the normal result of an ablation process. The presence of char on the electrodes does not represent a serious injury in itself nor is necessarily the result of device malfunction. The observed visualization issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On december 4, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was noted that the pebax was damaged with reddish-brown material exposed and the tip dome did not have any residue on the distal end. However, the image was not clear enough to determine if internal components were exposed. On january 9, 2020, after further testing, it was confirmed that there was a hole in the pebax sleeve with reddish-brown material inside. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on january 9, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 9, 2020.